Manufacturer narrative:
(B)(4): this customer reported an unexpected shutdown. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported an unexpected shutdown. There was no report of pt involvement.